Event description:
The patient returned from CT scan and was placed back on his ventilator. The ventilator did not respond to manual adjustments or ventilator silence as well as other buttons on the ventilator. The patient was taken off the ventilator and was given manual breaths with an ambu bag with a 100% fio2 source. Another therapist brought in another ventilator. The patient was placed on the same settings and o2 sats and heart rate were fine.